Manufacturer narrative:
Section a4, a5: unknown/ not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is prior to (B)(6) 2024. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown, not provided. Best estimate of date of implant is (B)(6) 2023. Section d6b: if explanted; give date: unknown, not provided. Best estimate of date of explant is (B)(6) 2024. Section e1: initial reporter establishment name: unknown, information not provided. Section e1: initial reporter's address, city, state and zip code: unknown, information not provided. Section e1: initial reporter's telephone number: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6- health effect - clinical code 4581: no code available (device decentered or dislocated or tilted subluxated or wrong position : device dislocation) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of a patient who was a post myopic lasik years ago, and 3 mo post-surgery for posterior subcapsular cataract (psc). Bilateral eyehance lenses placed with the goal of monovision right eye (od)=distance. The patient was reported to be 20/20 od, j1 left eye (os). However, it was indicated that the patient is bothered by ghosting/double vision od only which was noticed the first week after surgery. Ghosting would not go away with refraction +0.50-0.50x120 but would go away with pinhole. Exam, red reflex, and optical coherence tomography (oct) were reported to be normal. The intraocular lens (iol) was very slightly displaced superiorly. Minor 3-mo capsule changes in both eyes. On (B)(6) 2024, the doctor saw the patient and indicated that contact lens (cl) over-refraction did not help. Meiosis with pilo helps somewhat. Pinhole makes ghosting go away. The patient never had ghosting in 15 years after lasik until eyehance implanted od. Corneal aberrations od were moderate (and better than os), which the doctor guess was a bad combination with eyehance optics, especially if slightly decentered. The doctor planned to proceed with iol exchange on this 20/20 eye. Additionally, it was reported that the doctor exchanged the eyehance lens with a non-johnson & johnson iol. Lens was in the bag and exchange was routine. In follow up, the patient is 20/25 uncorrected with some posterior capsule opacification (pco), and her ghost imaging has completely resolved -happy ending. No further information was provided. This emdr report pertains to the patient's right eye. No issues reported with the left eye of the patient.